Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced product not adhering/sticking, possible under delivery anomaly, retainer ring damage, damage (physical or cosmetic). The customer reported blood glucose value of 723 mg/dl. The customer reported hyperglycemia, hyperglycemia, hyperglycemia, hyperglycemia treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), discontinue use of insulin delivery system, hospitalization: overnight stay. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-397a, mmt-332a, mmt-1780kl. Customer reported physical damage to the retainer ring on the pump. Troubleshooting was performed. Customer reported an issue with infusion set tape sticking. Customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a serial number label fading. No retainer ring damage (crack/missing) noted during visual inspection. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 18-may-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 18-may-2024 listed on smartsolve. Daily total collection start time = 05/18/2024 00:00:00.000 daily total of all insulin delivered = 49 daily total of basal insulin delivered = 24 daily total of bolus insulin delivered = 25 05/18/2024 12:48:40.000 normal bolus delivered bolus programming method = manual bolus normal bolus amount programmed = 9 bolus amount delivered = 9 05/18/2024 17:33:32.000 normal bolus delivered bolus programming method = manual bolus normal bolus amount programmed = 10 bolus amount delivered = 10 05/18/2024 19:16:40.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 6 bolusamountdelivered = 6. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump errors/alarms noted 1 week prior to the event date 18-may-2024 in the formatted history file. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a broken belt clip rails. Retainer ring damage was not confirmed. Cosmetic damage was confirmed at the serial number label of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.